Event description:
Pump battery for t:slim x2 was reported as not charging, accompanied by a power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to ensure the wall adapter was plugged into a functioning outlet for at least 30 minutes to initiate charging, with technical support planning a follow-up.